Event description:
Boston scientific received information hat this right atrial had had dislodged during the procedure and was successfully repositioned. Post operative checks revealed an increase in thresholds, variable sensitivity, and diaphragmatic stimulation. A dislodgement of this lead was suspected once again. The device was reprogrammed and a follow up was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Should additional informaiton become available htis investigation will be updated